Manufacturer narrative:
Reported event an event regarding revision involving a mdm liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis,, functional and dimensional inspections could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to report. From the photographs provided there is no evidence of damage for the device. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: an event regarding revision involving a mdm liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to impingement of the mdm metal liner on a competitor stem. Surgeon reported a contributing factor is the patient's ongoing use and study of martial arts. The mdm metal liner and adm/ mdm poly liner were revised to a stryker liner, competitor femoral components were revised to competitor components. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left hip was revised due to impingement of the mdm metal liner on a competitor stem. Surgeon reported a contributing factor is the patient's ongoing use and study of martial arts. The mdm metal liner and adm/ mdm poly liner were revised to a stryker liner, competitor femoral components were revised to competitor components. Rep confirmed that no further information will be released by the hospital or surgeon.